Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, right atrial (ra) lead was found to be dislodged. The lead was not capturing and sensing the atrial signals. The dislodgment was confirmed with x-ray. When the patient presented for lead revision, the lead could not be repositioned after multiple attempts. The lead was capped and replaced on (B)(6) 2020. The patient was discharged in stable condition.